Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and the instrument data, the fse discovered that the sample tubing and the water supply tubing were damaged, the sampler and reagent 1 (r1) tubing connections were misfitted, and the r1 probe, sample probe, and wash probes were misaligned. The fse repaired the sample tubing, replaced the water supply tubing, corrected the sampler and r1 tubing connections, and realigned all misaligned probes. The fse also replaced the reagent 2 probe tip, aligned the photometer, and cleaned the windows. Calibration, quality controls, and precision were run by the fse for troponin, and all were within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample from on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was rerun in triplicate, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.